Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no product was returned for evaluation. It was communicated that the surgeon was implanting heartmate 3 lvas and was unable to secure the pump to the mini apical sewing cuff. No alarms were reported for this event. After several attempts, the surgeon decided to remove the mini apical cuff and attach the apical cuff that comes with the implant kit. Review of the device history records showed that the cuff lock installed on the device passed all inspection and testing steps. Multiple requests for additional information were sent to the account; however, no further details were provided. To date, the mini apical cuff has not been returned for evaluation. The patient remains ongoing on vad support. The surgical procedures section of the hm3 mini apical cuff kit IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. The directions for use section of this document explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. This section also stated that if a sealing agent is used on or near the mini apical cuff, ensure that it does not interfere with the slide lock mechanism. In addition, the heartmate 3 lvas IFU warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during implantation the surgeon was unable to secure the pump to the mini apical sewing cuff. After several attempts, the surgeon decided to remove the mini apical sewing cuff and attach the sewing cuff that comes with the implant kit. No additional information was provided.